Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 . The complaint of alarms when powering up and half the display was missing confirmed during testing. The device would alarm "no disposable" even when one was attached and half of the lcd was black from crystal leakage. This is believed to be normal customer wear and tear by device used in heavy patient trauma situations. Due to the device age and beyond economic repair, decision make to scrap the device. No action taken to repair.

Event description:
Information received a smiths medical smiths medical fluid warming/level 1 hotline low flow systems - hl-90 .alarms on power up and half the display is missing. No patient adverse events were reported.